Event description:
It was reported that on or around (B)(6) 2008, between 8:45 and 9:30 a.m., a patient (child) who underwent a tonsillectomy was transferred to recovery for purposes of monitoring post procedure condition. The patient was reportedly crying upon arrival. At 8:45 a.m., a trusat pulse oximeter sensor was reportedly connected to the patient's foot and displayed an initial saturation rate ("spo2") of 95%. After obtaining this initial saturation reading, the pulse oximeter reportedly began rendering unusual and/or inaccurate data. During this time, the patient reportedly and repeatedly kicked off the device's sensor. After efforts to locate a "wrap-around probe" were unsuccessful, the nurse(s) tried to manually hold the sensor in place but were still reportedly unable to determine an accurate reading. The staff then replaced the machine's cable with a cable from another pulse oximeter machine and again tried to obtain an accurate reading with the original clip-on sensor. While attempting to obtain this reading, the nurse(s) realized the patient's IV was backed up with blood, and so the nurse(s) fixed the IV. With the trusat pulse oximeter reportedly still not picking up an accurate reading, the nurse(s) reportedly left to find an alternative monitor. Upon returning to the patient's recovery room, the patient's coloring was reportedly gray. The nurse(s) immediately administered mouth-to-mouth, and the patient was rushed to anesthesia. The patient reportedly suffered a brain injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported event is ongoing. A follow up report will be submitted once investigation results are available. Per the notice of litigation, the monitor involved in the reported event is the trusat monitor, however the device serial number and model number do not correspond to this device. Additional information is being requested from the site.